Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Visual inspection of the returned device identified pitting and wear on the surface of the bearings likely cause by a third body. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. (B)(4). Concomitant medical products ¿ oxford tibial tray catalog 154720 lot 630810; oxford twin-peg cemented femoral catalog 161468 lot 320440.

Event description:
Patient underwent a left knee revision procedure approximately 18 days post implantation due to unknown reasons. The meniscal bearing was removed and replaced.